Event description:
It was reported by repair work order that the customer alleged that the fowler was drifting. Upon inspection of the unit by the service technician, it was identified that the patient-right fowler gas cylinder was drifting.